Event description:
Reporter alleged the blood glucose advantage system was not available for testing because the customer stated it was "not working". Customer stated having low blood symptoms and due to not being able to use the system, was treated with juice, candy, and peaches, by a relative. The location of the testing was not provided however, it was stated paramedics were called the same day customer was treated by the relative. Paramedics reportedly indicated customer glucose was 23 mg/dl after stabilizing her for a condition not related to diabetes and consequently treating her with a sugar water IV. It was not provided why the IV was specifically administered however, customer was then transported to the hosp where she was admitted. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.